Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were vertical lines on the pump touch screen. Customer's blood glucose was 153 mg/dl. No additional information was provided by the customer.